Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient had been suffering from lower abdominal pain for 7 days. On (B)(6) 2021 a gastroenterologist performed a rectal finger examination on the patient and informed her that the intestine is clean and there was no stool. A gastroscopy was recommended for further investigation and possible change of the catheters. On (B)(6) 2021 it was reported that the intestinal catheter had migrated to the stomach. A large ulcer, with dirty depth, was observed on the posterior wall of the body of the stomach, directly opposite the inner ring of the peg, which was probably created due to the contact of the intestinal catheter, fixed in the ulcer area and showed at the end at least two knots. Peg-j was removed. Endoscopic re-testing recommended in 2-3 weeks after therapy with proton pump inhibitors.

Manufacturer narrative:
Reference record (B)(4).

Event description:
It was reported the patient died of a stomach ulcer on (B)(6) 2021. No other information provided.